Event description:
The customer tested her blood glucose using her contour meters and received readings of 175 and 66 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info before ending the call. No product will be returned.